Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, a service code related to the absolute proximal pressure reading being greater than equal to 5cmh2o from the outlet pressure sensor when the flow rate is close to 0 was observed in the device's event log. The device's system board was replaced to address the issue.